Manufacturer narrative:
The insulin pump powered up after battery installation and hung up during the boot up sequence. No audio/beep alert anomaly was noted. The problem was isolated to the motherboard. They were unable to perform the displacement test or verify the unresponsive button/keypad due to the pump being stuck on boot up. The keypad was visually inspected and no damage was noted. The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that her insulin pump had been frozen for a while. Customer changed the battery and the pump made a loud beeping sound but it was not working properly. Customer stated that she initially had a low battery alert, which is why she changed the battery. Customer's blood glucose was 270 mg/dl at the time of the incident. Customer stated that none of the buttons on the pump work. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.